Event description:
It was reported that the customer experienced an unexplained high blood glucose event. The customer's mother stated that the customer had left for school with a blood glucose reading of 77 mg/dl, but by 9:00 am, it had risen to over 500 mg/dl. The customer was treated with a manual injection, and the blood glucose reading dropped to 193 mg/dl. She stated that by 7:00 pm, the blood glucose reading rose to 413 mg/dl. The customer experienced large ketones, but there were no signs of sickness nor infections. The caller stated that the insulin pump had previously alarmed motor error and was depleting batteries before the device was replaced in (B)(6). Unable to complete troubleshoot due to lack of tubing clamp, and the caller declined changing the infusion set since she had just recently changed it. Advised that a tubing clamp would be sent. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.